Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 2 mg/ml at unknown dose via an implantable pump for non-malignant pain. It was reported that there was a pump motor stall following magnetic resonance imaging (MRI), greater than 2 hrs. The company rep stated that patient was in for a refill today and they noted an alert that the pump motor was stalled for 315h41m. Patient did have an MRI recently and the pump was not interrogated after the MRI. The company rep confirmed that patient was not hearing an audible alarm since the scan and they got the expected volume out of the reservoir at the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the motor stall recovery showed up in the log just before the patient left the office which was 45 minutes to an hour after initial interrogation.